Event description:
The home patient (hp) using a homechoice system (hc) contacted baxter technical service representative (tsr) and reported that she needed to reprime the patient line during the initial drain. The tsr assisted the hp with and end of therapy procedure. There was no patient injury or medical intervention indicated at the time of the call.